Event description:
A 16 mm savary dilator was advanced slowly with moderate resistance through the esophagus and then removed. A second look endoscopy revealed a mucosal tear in the upper esophagus but no evidence of perforation. The scope was removed. A bravo ph probe was then advanced slowly from the oropharynx into the esophagus and positioned at 34 cm or 6 cm above the z-line measured at 40 cm. This was confirmed by endoscopic view. Suction was applied for 30 seconds and then the probe was fired; however, the capsule could not be released appropriately and did not attach to the esophageal wall. This probe was removed and a second probe, after being recalibrated, was advanced and confirmed in an appropriate position. Suction was applied for 30 seconds and bravo ph probe was deployed. The spring device was defective and would not detach the ph capsule onto the esophageal wall appropriately. To minimize the risk of complications, a repeat procedure was not performed. The probe was removed and the procedure was completed without any immediate complications. The MFR response has been nothing yet.